Event description:
The patient presented for device closure of an asd defect. The physician measured the defect size by using tee and sizing balloon. Using a 12 fr delivery sheath with a 38mm amplatzer septal occluder device, the physician closed the defect. He noted the device was in stable position. One day after the procedure, the device migration into the rv was found by both chest x-ray and echocardiography. An emergency surgery was performed.